Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room complaining of not feeling well. An interrogation revealed that the right atrial (ra) lead had dislodged. The patient underwent a lead revision. This lead was explanted and a new lead was successfully implanted.